Manufacturer narrative:
The customer replaced the blower assembly. Per good faith effort (gfe) response received on may 21, 2025, the issue was resolved, and the device passed the required performance verification tests per philips standard. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, the issue was ultimately with the gas delivery system (gds). The customer replaced the gds, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower stalled. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the blower stalled, and the biomedical engineer (bme) verified that the 1134 "blower stalled" error was logged in the significant log. The remote service engineer (rse) provided the customer with the part numbers of the replacement blower assembly and motor controller (mc) printed circuit board assembly (pcba) for repair. Resolution and disposition.